Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system. (B)(4). Will not be returned to manufactuer.

Event description:
Customer received a result of 4.1 mmol/l on the aviva system and a result of 7.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer will not be returning the system.